Event description:
It was reported that the user experienced pairing failures between a dexcom g7 sensor and the ilet, with the ilet displaying a replace/stop sensor status and the user declining additional in-call troubleshooting; the user planned to contact dexcom for sensor replacement and to pair a new sensor afterward, and was educated about the need for continuous bluetooth proximity between the sensor/transmitter and the ilet when the phone is not carried at work. Symptoms included no reported clinical effects and no blood glucose data available at the time of the call. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device-use troubleshooting and user education regarding connectivity. Investigation of this case revealed a suspected communication/pairing issue between the cgm sensor/transmitter and the ilet, potentially influenced by intermittent bluetooth connectivity when the phone is not present, with no evidence of pump alarm malfunction or device hardware failure. It was concluded, based on similar reports, that the cause was likely user-device communication issues related to cgm pairing and bluetooth connectivity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.